Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. They received an alarm 113 (reduced water temperature control). The targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.2c, and water temperature (wt) was 26.4c. The water temperature did not seem to be increasing. Patient has been on therapy for about two days. Confirmed neonatal pad in use, water flow rate (wfr) was 0.4 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 20 percentage. Explained flow rate and correlation to heater. Had nurse stop therapy, empty the pad, and disconnect. Device alarm 07 (empty pad cycle not complete), had nurse disconnect pads over container. Walked nurse through placing device in manual control. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient still cooling on the arctic sun device. They received an alarm 113 (reduced water temperature control). The targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.2c, and water temperature (wt) was 26.4c. The water temperature did not seem to be increasing. Patient has been on therapy for about two days. Confirmed neonatal pad in use, water flow rate (wfr) was 0.4 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 20 percentage. Explained flow rate and correlation to heater. Had nurse stop therapy, empty the pad, and disconnect. Device alarm 07 (empty pad cycle not complete), had nurse disconnect pads over container. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 1 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage. Had nurse straighten pad tubing, no kinks or bends, informed nurse to connect pad holding only the blue tubing and not the clear plastic clamp. With pad reconnected water flow rate (wfr) was 1 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage. Disabled manual control and restarted therapy, after a few minutes water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 29 percentage, system hours 294. Had nurse swap out for a new pad. Nurse unable to find lot number for old pad, new pad lot # nghy1331, would hold on to old pad. Nurse connected new pad, water flow rate (wfr) was 0 l/min. Had nurse try a different port on device, water flow rate (wfr) was 0 l/min. Nurse stopped therapy, emptied pad, device alarm 07 again. Nurse disconnected and reconnected to another port on fdl and resumed therapy, water flow rate (wfr) was primed to 0 l/min. Confirmed fluid delivery line (fdl) attached, no visible damage. Suggested swapping to a new machine and sending this to biomed. They did not have another machine, would try to borrow one from adult ICU. Informed nurse to call back to adjust settings for nicu. Per additional information received on 13nov2024, it was reported that the first neonatal pad started with lower flow rate and decreased rapidly with multiple alarm 113s triggered in an arctic sun device. Helpline call walked through straightening kinks, connecting and disconnecting without improvement. Changed pad. Second pad started with good flow rate and maintained for a while but slowly decreased over time. Eventually also triggering alarm 113 (reduced water temperature control). Therapy was discontinued and device sent to biomed. Per follow up information received via task on 13feb2025, spoke with nurse who stated that the only artic sun device they have on the unit was in working order. They were able to confirm that the device did have repairs done.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient still cooling on the arctic sun device. They received an alarm 113 (reduced water temperature control). The targeted temperature (tt) was 33.5 c, patient temperature (pt) was 33.2 c, and water temperature (wt) was 26.4 c. The water temperature did not seem to be increasing. Patient has been on therapy for about two days. Confirmed neonatal pad in use, water flow rate (wfr) was 0.4 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 20 percentage. Explained flow rate and correlation to heater. Had nurse stop therapy, empty the pad, and disconnect. Device alarm 07 (empty pad cycle not complete), had nurse disconnect pads over container. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 1 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage. Had nurse straighten pad tubing, no kinks or bends, informed nurse to connect pad holding only the blue tubing and not the clear plastic clamp. With pad reconnected water flow rate (wfr) was 1 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage. Disabled manual control and restarted therapy, after a few minutes water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 29 percentage, system hours 294. Had nurse swap out for a new pad. Nurse unable to find lot number for old pad, new pad lot # nghy1331, would hold on to old pad. Nurse connected new pad, water flow rate (wfr) was 0 l/min. Had nurse try a different port on device, water flow rate (wfr) was 0 l/min. Nurse stopped therapy, emptied pad, device alarm 07 again. Nurse disconnected and reconnected to another port on fdl and resumed therapy, water flow rate (wfr) was primed to 0 l/min. Confirmed fluid delivery line (fdl) attached, no visible damage. Suggested swapping to a new machine and sending this to biomed. They did not have another machine, would try to borrow one from adult ICU. Informed nurse to call back to adjust settings for nicu. Per additional information received on 13nov2024, it was reported that the first neonatal pad started with lower flow rate and decreased rapidly with multiple alarm 113s triggered in an arctic sun device. Helpline call walked through straightening kinks, connecting and disconnecting without improvement. Changed pad. Second pad started with good flow rate and maintained for a while but slowly decreased over time. Eventually also triggering alarm 113 (reduced water temperature control). Therapy was discontinued and device sent to biomed.